Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported that the unit froze up during use. No patient serious injury or death was reported related to this event.